Manufacturer narrative:
Device evaluated by MFR. The ventilator was received on 9/4/07 and it was forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.